Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography ercp procedure of a female patient (patient age and weight are unknown). During the procedure, as the pullwire was retracted for stent deployment, the pullwire tore though the push catheter not allowing the stent to be deployed. Another rapid exchange biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be well after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the pull wire was kinked and pushed out of the ramp window with no damage to the ramp window. The handle assembly was actuated and functioned adequately allowing free movement of the guide catheter assembly at the distal end. A functional evaluation revealed a 0.035" guide wire exited the ramp window with minimum resistance. Evaluation of the returned device indicated that the guide catheter was not broken. Therefore, the event is determined to be non MDR reportable. It is likely that operational/procedural factors encountered during the procedure caused the pull wire assembly to kink and push out from the ramp window inadvertently. This may have further impacted the deployment capability of the device. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly to be over 60 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography ercp procedure of a female patient (patient age and weight are unknown). During the procedure, as the pullwire was retracted for stent deployment, the pullwire tore though the push catheter not allowing the stent to be deployed. Another rapid exchange biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be well after the procedure.